Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department, stating that they were not feeling well. The patient experienced an episode of ventricular tachycardia (vt)/ventricular fibrillation (vf). The vt accelerated to vf by the first anti-tachycardia pacing therapy and the right ventricular lead undersensed the vf. The episode did terminate. The patient then required cardiopulmonary resuscitation/external rescue. A lead integrity alert triggered during CPR and it was found that the atrial lead had no capture and no sensing. Reprogramming was done and the atrial and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.